Manufacturer narrative:
All buttons functioning properly during testing however, found moisture damage to the keypad traces during visual inspection. No button error alarm during testing. The insulin pump received with normal operating currents. The insulin pump monitored for several days and no battery out limit alarms occurred during testing. No moisture damage found on the electronics, motor, battery tube, and vibrator assembly noted during visual inspection. The insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had a button error alarm. The customer confirmed that she had recently fallen into a swimming pool while wearing the device. The customer stated that she changed the battery and the insulin pump began to vibrate and had a constant tone. The customer reported that the device also had a battery out limit. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.